Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue. The customer reported no adverse event. The event involved the product css7200. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return was required for css7200.

Manufacturer narrative:
An attempt replicate this issue was not needed as the issue in question was actually designed software behavior. The issue is not confirmed. Testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_p: ""if the notification delay is non-zero, the system shall send an alert notification to care partner after the notification delay expires. Cccsrs-562"" after conducting a thorough investigation, we have found that the care partners were not receiving alerts because the patient was clearing all active alerts before the alert could be sent through to the cp. The software is behaving as designed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: for future issues, please check if the patient is clearing the alerts as this may cause the carepartner to not receive the notification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.